Event description:
It was reported that the patient deceased as a result of a car accident. Caller stated a fellow traveler called the sheriff as they saw patient was swerving in the car. Caller said it was reported that they were "swerving so bad" and "they thought they were drunk" "incredible swerving". It was unconfirmed if a malfunction the implantable pulse generator (ipg).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.